Event description:
Initial report rec'd from pt stating that she experienced a "blood pressure crisis" due to possible failure of her infusion pump and subsequent withdrawal from clonidine (off-label use). The pt was hospitalized, and reported to have residual deficiency in her ejection fraction. The pt also stated that the pump has recently been difficult to access and refill over the past few months. Follow-up with the pt's current health care provider disclosed a report that was rec'd from the pt's previous referring physician. This report stated that the pt first experienced tachycardia, followed by oxygen desaturation, pulmonary edema, elevated heart rate, and elevated blood pressure. The current health care provider stated that these symptoms could be consistent with a loss of clonidine infusion. The pt was seen by the current health care provider on only one occasion since the reported event, and at that time the pt was off all medications and the pump had been turned off on recommendation from the pt's cardiologist. The current physician wants to test the infusion system for patency, but the pt has indicated that she wants to hold off on testing for now. The device remains implanted at this time, and no further info is available from the health care provider.